Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter read inaccurately high compared to his feelings/ normal blood glucose results. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2012 at 330pm. The reporter did not specify results obtained with the subject meter. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if changes were made to the patient's usual diabetes management routine. An hour after the start of the alleged issue, the reporter claims the patient did not feel well and had to sit down on the floor while at the store. The patient drank a sprite soda as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptom of "did not feel well" does not meet lifescan's criteria for a serious injury. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because, the alleged inaccuracy remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.